Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping), painful menstruation") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (salping. (Bilateral), hyst. Partial)). Essure was removed on (B)(6) 2014. At the time of the report, the back pain, genital haemorrhage, dysmenorrhoea and fibromyalgia outcome was unknown. The reporter considered back pain, dysmenorrhoea, fibromyalgia and genital haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received reporter information was added. Case becomes incident injury nos replaced with new event back pain, bleeding, fibromyalgia, device monitoring procedure not performed. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure (batch no. R-646016, l-646016) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included dysfunctional uterine bleeding, menstrual disorder, menorrhagia, dysmenorrhea, adhesion, abdominal pain, suprapubic pain, back pain, cramp in lower abdomen, ache, gravida, cesarean section, depression, gallbladder removal and parakeratosis. Previously administered products included for an unreported indication: lexapro. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), dysmenorrhoea ("dysmenorrhea (cramping), painful menstruation") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (robotic total laparoscopic hysterectomy bilateral salpingectomy,). Essure was removed on (B)(6) 2014. At the time of the report, the back pain, genital haemorrhage, dysmenorrhoea and fibromyalgia outcome was unknown. The reporter considered back pain, dysmenorrhoea, fibromyalgia and genital haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2014, and date of insertion (B)(6) 2010. Most recent follow-up information incorporated above includes: on 29-jan-2021: mr received: lot number, medical history, reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure (batch no. 646016-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included dysfunctional uterine bleeding, menstrual disorder, menorrhagia, dysmenorrhea, adhesion, abdominal pain, suprapubic pain, back pain, cramp in lower abdomen, ache, gravida, cesarean section, depression, gallbladder removal and parakeratosis. Previously administered products included for an unreported indication: lexapro. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), dysmenorrhoea ("dysmennorhea (cramping), painful menstruation") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (robotic total laparoscopic hysterectomy bilateral salpingectomy,). Essure was removed on (B)(6) 2014. At the time of the report, the back pain, genital haemorrhage, dysmenorrhoea and fibromyalgia outcome was unknown. The reporter considered back pain, dysmenorrhoea, fibromyalgia and genital haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2014, and date of insertion (B)(6) 2010. Lot number reported 646016 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-feb-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.